Event description:
Agent ide study it was reported that in-stent restenosis occurred. On (B)(6) 2009, the right coronary artery (rca) was treated with three non-boston scientific stents and an ion drug-eluting stent. On (B)(6) 2022, the subject was recommended for stress test for clearance of knee surgery, however the stress test report was noted with abnormal findings and the subject was recommended for cardiac catheterization. On (B)(6) 2022, during the index procedure, angiography revealed 70% eccentric stenosis at rca and 60% eccentric stenosis at left anterior descending artery (lad). The 60% stenosis located at mid lad was 18 mm long with a reference vessel diameter of 3.0 mm. The lesion was predilated using a 3.0 mm x 20 mm balloon resulting in 10% residual stenosis with thrombolysis in myocardial infarction (timi) flow of 3. Following pre-dilation, the lesion was treated with 3.0 mm x 20 mm study device successfully with 0% residual stenosis and timi flow of 3. The 70% stenosis at proximal rca was treated using a 2.75 x 20 mm balloon and a 2.75 x 20 mm non-boston scientific balloon successfully. The subject was discharged on aspirin and prasugrel.